Event description:
Following successful deployment of a coronary stent with delivery system to the saphenous vein graft in the distal left anterior descending artery, a coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's saphenous vein graft in the proximal left anterior descending artery. During balloon catheter inflation, it was reported that the balloon ruptured prior to reaching 8 atmospheres of pressure; however the stent was successfully deployed. Subsequently, an area of intimal dissection was observed distal to the proximally placed stent. In response, a third coronary stent with delivery system was successfully deployed between the proximmally and distally placed stents, resulting in the stenting of the entire graft. There were no complications reported relative to this event.